Event description:
It was reported that there pt felt a surging sensation. Pts felt a "stinging sensation" in her face. This happened after some type of environmental exposure. This has happened two times, both while at work. The location of symptoms is at the lead location, on the face. The pt reported a status of good. Add'l info has been requested, but not available as of the date of this report.

Manufacturer narrative:
(B)(4).